Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, during thumb advancer deployment, the sheath did not split completely. The device was removed without difficulty. Hemostasis was achieved using manual compression. The length of the procedure was approximately 30-45 minutes. There were no reported adverse patient effects. Though requested, no additional information was provided.